Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsc5, used with a hp053, tissue pad fell into the pt (it was retrieved from the pt). Another device was used to complete the case.